Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 209 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown complications. A new ra lead with the same model was implanted successfully. No additional adverse patient effects were reported. Additional information indicates that this lead was explanted due to fracture confirmed trough x-ray. A new ra lead was placed. This lead will be returned by rep. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown complications. A new ra lead with the same model was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown complications. A new ra lead with the same model was implanted successfully. No additional adverse patient effects were reported. Additional information indicates that this lead was explanted due to fracture confirmed trough x-ray. A new ra lead was placed. This lead will be returned by rep. No additional adverse patient effects were reported.